Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the reload noted that it was prefired and engaged in interlock with the jaws open. Functional testing noted that the instrument was fired without issue. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions. A review of the device history record indicates this devices lot number was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during an esophagectomy procedure, the device was unable to fire. Surgeon tried to resect the tissue from lesser curvature of the anus side of stomach, however device did not work. Another device was used to complete the procedure. The event occurred in use for patient. The surgical time was not extended. The patient did not have any problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The device was not reprocessed/re-sterilized prior to use.